Manufacturer narrative:
(B)(4). Internal file number - (B)(4): the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime long length (ll) everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery that was 90% stenosed. Pre-dilatation was performed and a 2.5 x 38 mm xience prime stent was deployed. After post-dilatation a mid lesion dissection was noted. Another xience prime stent was deployed to treat the dissection. The end result was good. There was no adverse patient sequela reported. No additional information was provided.